Event description:
Treatment of a small ruptured saccular aneurysm measuring 8mm x 4mm located in the left p-comm (posterior-communicating) artery. The aneurysm was recanalized and was previously treated with coils. Dual anti-platelet therapy was given. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (4.50mm x 16mm). During the pipeline deployment, it was reported that the proximal end of the pipeline required manipulation with the marksman catheter to achieve full wall apposition. Post angiogram showed slow flow. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).